Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. The infusion set was changed multiple times to address the event and insulin delivery was resumed. Reportedly, customer used apidra insulin. Blood glucose was 145 mg/dl.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.